Event description:
Lap sponges utilized during case. Upon opening package peculiar smell. During procedure lap sponges became burned, charred and smoking. Bovie was not touching sponges. Immediately upon removal of sponges. Sponges were warm to touch. Pictures taken.